Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that while using the avea ventilator, it stopped giving flow while on a patient. The customer stated the ventilator did not alarm and the patient was desaturating for a short period of time and required manual ventilation. The ventilator was swapped out for another ventilator, and there was no permanent patient harm reported.